Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were noted. Review of a session record indicated myopotential oversensing. Isometrics and programming changes were recommended. No further information is available.